Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a field service representative performed an evaluation at the customer's site. The customer's report was not replicated or confirmed. The device was returned to service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down. Complainant indicated that the batteries were swapped and the device shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.